Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: cs 088-85b3 alarms observed in the black box on the reported failure date of 01/15/2014. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, no moisture corrosion was observed on u38 watch dog or pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service cs 088 alarm occurred when not doing anything on the pump. The pump history was reviewed and found several call service cs088 alarms had occurred over the course of one month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.